Event description:
International affiliate has informed us of an event that user alleges cuff leakage two days after tube inserted. The product was tested before use and orally inserted. The cuff pressure had been checked with cuff pressure gauge every eight hrs. No forceps, xylocaine spray or electrical scalpel was used. The product no contact with sharp edges. The pt is on ventilator and has no tracheal deformation. However, the patient has an abnormality in cervical spine and tends to bend backwards.